Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the ICD was subjected to an incoming visual inspection. Thereby abrasion marks were observed on the ICD housing. Consistent with the analysis results of the lead, this most likely resulted from friction between the lead and the ICD in the implanted state. The ICD was interrogated, revealing the battery status mol1. The ICD was implanted for 61 months and 23 charging cycles were recorded to the icds memory. The memory content of the device was analyzed. The follow-up data documented a shock impedance of less than 25 ohm on (B)(6) 2019, confirming the clinical observation. Furthermore, during the analysis of the available iegms noise was observed in the right ventricular as well as the farfield channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In addition the manufacturing process for the lead and the ICD was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved all functions to be as specified. In conclusion, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of an ICD malfunction. The insulation damage of the lead resulting from friction with the generator housing led to the clinical observations.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this device and the ICD failed dft tests after shock impedances on the lead had been low.